Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
It was reported that while the cardiosave intra aortic balloon pump (iabp) was on a patient, the bottom keypad went black. The patient remained supported. The facility swapped out the iabp for another working iabp. No patient injury, death or adverse event was reported.

Event description:
The customer reported that while the intra-aortic balloon pump (iabp) was in use on a patient, the bottom keyboard/display went black. It was also reported that the iabp shutdown with a blank screen. The company representative instructed the customer to power on and reboot the iabp but the display remained black; the customer could not get the unit to start back up. The company rep had the customer swap out the pump. The patient was being supported. The customer stated she was going to send the pump to the biomed for further evaluation. A loaner unit was sent to the location until the issue is resolved. No adverse event was reported.

Manufacturer narrative:
09/20/2017 03:42 pm (gmt-4:00) added by (B)(6):the company service territory manager (stm) reported that the customer stated that the unit completely shut down while pumping, they switched to the other pump onsite. We sent them a loaner as we were not able to get onsite at the time and a backup was needed. The stm evaluated the iabp and was unable to reproduce the alleged malfunction. In the process of trouble shooting the problem the stm removed the front end board and when he replaced the board the backplane slot did not align correctly and damaged the pins on the front end board. A second stm returned to the site to complete the repair. He reported that he found that the connection on the back plane board was bad and caused connection pins on front end board to bend. The stm replaced the front end board and back plane board which corrected the problem but he found error # 59 in diagnostics during system check out that showed problems with power management board. He replaced the power management board, tested and performed full calibration and testing on the iabp. The iabp passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
It was reported that while the cardiosave intra aortic balloon pump (iabp) was on a patient, the bottom keypad went black. The patient remained supported. The facility swapped out the iabp for another working iabp. No patient injury, death or adverse event was reported.